Event description:
It was reported that shortly after having a lead replaced, the patient got (B)(6) and an abscess as ¿big as a basketball¿ for about six months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743 lot# serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger.